Manufacturer narrative:
Based on the initial escalation, the sensor diagnostic data displayed noise in the optical channel, which led to the reported mismatch between sensor readings and blood glucose measurements. An RMA was authorized to investigate the sensor further. From the return material analysis testing, the sensor did not reveal any malfunction. The failure mode could not be reproduced, and this may occur in some instances where the failure mode that presents itself in the body could not be reproduced in the lab. Potential root causes for transient optical noise may be an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report updated to 3 november 2023. G3. Date received by manufacturer updated to 15 september 2023. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to an early sensor removal.